Event description:
The user facility reported a patient with cardiomyopathy in cardiogenic shock implanted with an impella 5.5 for mechanical circulatory support (mcs) went into cardiac arrest and was able to be converted back to normal sinus rhythm. The impella was placed via the right axillary artery without complications, the patient was sent to the unit on support and was noted as a status 1 for heart transplant. Three days after start of the mcs, the patient went into cardiac arrest and was shocked three times back to normal sinus rhythm. Echocardiogram was completed with repositioning of the device. The patient continued on support until explant of the device 11 days later. The patient's outcome at explant is survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of cardiac arrest has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the cardiac arrest was not determined. B.2 revised as an incorrect selection was entered on the initial manufacturer device report number 1220648-2025-26053. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26053 as it is unknown if the initial reporter also sent the report to the food and drug administration.